Event description:
Ventricular lead failure. It was noted that the atrial lead had an obvious insufflation defect. Also, interrogation of the old generator shows the battery volt to be near end-of-life and therefore it was decided that the generator would need to be replaced. Since the ventricular lead is known to have lead fracture and atrial lead has insufflation defect, it was decided that both leads would need to be replaced, and also need to replace the generator.